Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatments. Seriousness criteria include the need for multiple medical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure and a more specific cause cannot be established based on the available information. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 13-feb-2023 by a female patient of an unknown age concerning herself. Additional information was received on the same day from the consumer or other non-health professional. The medical history of the patient included heart arrhythmia. Concomitant medication included unspecified medications for heart arrhythmia. The patient had no known allergies. The patient had previously received treatment with unspecified fillers and botox. On (B)(6) 2018, the patient received treatment with 3 vials of sculptra (lot a7126) to both sides of face and 1 ml of restylane lyft with lidocaine (lot 16218) to unknown location (unknown injection technique and needle type). About a year later, in 2019, the patient started experiencing hard nodules/big spots (implant site nodule) on both sides of her face and across her cheeks. The nodules on the left side were up towards her cheek bones. The left side was worse than the right side. According to the patient, she had adverse effects from sculptra. On (B)(6) 2021, the patient had received first dose of pfizer covid-19 vaccine and second dose on (B)(6) 2021. On (B)(6) 2021, the patient consulted the hcp office for the nodules. The hcp contacted a sculptra representative for treatment options and the patient was given an unspecified cocktail to correct it. In (B)(6) 2021, the patient had returned to the hcp office for possible nodules on the face and they referred her to a dermatologist. The patient was treated with 5 different injections of 1 ml of 5-fu [fluorouracil] and 0.5 ml of dexamethasone [dexamethasone] in (B)(6) 2022 by a different hcp. The patient was not sure if she had been treated with kenalog [triamcinolone acetonide]. The hcp stated that they were not seeing any improvements. The hcp reported that they must have injected it into a vein or something. Currently, the patient was having big spots on her face and felt that she could not get rid of them. Outcome at the time of the report: hard nodules/big spots was not recovered/not resolved/ongoing. Tracking: initial, v.1 brr result received for suspect products on (B)(6) 2023.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatments. Seriousness criteria include the need for multiple medical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure and a more specific cause cannot be established based on the available information. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. In order to rule out a non-conforming product, an additional investigation of repeated batch record review will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4). Is a spontaneous report sent on 13-feb-2023 by a female patient of an unknown age concerning herself. Additional information was received on the same day from the consumer or other non-health professional. The medical history of the patient included heart arrhythmia. Concomitant medication included unspecified medications for heart arrhythmia. The patient had no known allergies. The patient had previously received treatment with unspecified fillers and botox. On (B)(6) 2018 the patient received treatment with 3 vials of sculptra (lot a7126) to both sides of face and 1 ml of restylane lyft with lidocaine (lot 16218) to unknown location (unknown injection technique and needle type). About a year later, in 2019, the patient started experiencing hard nodules/big spots (implant site nodule) on both sides of her face and across her cheeks. The nodules on the left side were up towards her cheek bones. The left side was worse than the right side. According to the patient, she had adverse effects from sculptra. On (B)(6) 2021 the patient had received first dose of pfizer covid-19 vaccine and second dose on (B)(6) 2021. On (B)(6) 2021 the patient consulted the hcp office for the nodules. The hcp contacted a sculptra representative for treatment options and the patient was given an unspecified cocktail to correct it. In (B)(6) 2021 the patient had returned to the hcp office for possible nodules on the face and they referred her to a dermatologist. The patient was treated with 5 different injections of 1 ml of 5-fu [fluorouracil] and 0.5 ml of dexamethasone [dexamethasone] in (B)(6) 2022 by a different hcp. The patient was not sure if she had been treated with kenalog [triamcinolone acetonide]. The hcp stated that they were not seeing any improvements. The hcp reported that they must have injected it into a vein or something. Currently, the patient was having big spots on her face and felt that she could not get rid of them. Outcome at the time of the report: hard nodules/big spots was not recovered/not resolved/ongoing.